Event description:
A doctor reported that he had explanted a memorylens from the left eye of a pt in 2003 due to opacification. The lens had been originally been implanted in 1996. The pt had a history of herpetic keratitis. At follow-up examination in 2003 the pt's visual acuity was 20/50. A vitrectomy was performed at explant in 2003. The pt experienced corneal edema immediately following the procedure, which was resolving with treatment. The doctor reported that the surgery went well. The patient also requires a corneal transplant, which is scheduled in the near future.